Manufacturer narrative:
Results: the tubing tray component of the packaging shell was still intact with the returned packaging shell. The penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 49.0 cm from the hub, and in multiple other locations along the catheter shaft. Conclusions: evaluation of the returned device revealed that it was kinked in multiple locations along the catheter shaft. This type of damage typically occurs due to improper handling during preparation for use. If the ace 64 is forcefully withdrawn from the packaging shell before the tubing tray is removed, damage such as this may occur. Some of the observed kinks were likely incidental and may have occurred due to improper handling during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) had two kinks upon removal from the packaging. The kinked ace 64 was noticed prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new ace 64.